Event description:
The customer reported via phone call that there was insulin coming out of the insertion site. Blood glucose level at the time of the incident was 400 mg/dl, which was treated with a manual injection. The customer stated that the cannula was kinked and outside of her body. The customer was advised that the infusion set and serter would ber replaced but will not return the products for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.